Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during a cataract extraction with intraocular lens (iol) implant procedure, an unknown foreign material was found stuck on the optical center of the iol after the iol was implanted. The physician tried to remove the foreign material but failed. Additional information has been requested.

Manufacturer narrative:
A short video was provided. The lens was already implanted. The video showed forceps being inserted and an attempt to remove something from the anterior surface of the optic. Due to the quality of the video and the presence of the forceps over the area, the material was difficult to observe. The video ended without the removal being shown or a clear view of the area of interest. Associated products were not provided. It is unknown, if qualified products were used. A determination cannot be made, without physical examination of the product. The provided video was reviewed. The lens loading and delivery were not shown. It is unknown, if qualified associated products were used. Company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The instruction for use (IFU), instructs that a company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications, during the implantation process. The manufacturer internal reference number is: (B)(4).